Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead and a competitor device exhibited a low out of range pacing impedance measurement of less than 200 ohms post-implant procedure. The cause of the impedance issue has not been determined and there are no plans for intervention to take place. The rv lead continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.